Event description:
The physician was attempting to use a 4.0x15mm nc euphora rx balloon dilatation catheter to post-dilate a newly deployed stent located in the lad. The vessel was not tortuous and had mild calcification. The lesion had been pre-dilated. The nc euphora device was prepped without issue. It was reported that the balloon burst at 8 atm on the first inflation. Another nc euphora rx device was successfully used to treat the patient. No patient sequelae were reported. Please note that this device (nc euphora) was distributed outside the united states on the date of the event: however, it is similar to the united states distributed product (nc sprinter rx). Nc euphora received FDA approval on august 14th, 2014

Manufacturer narrative:
Evaluation results: component/subassembly failure (balloon). Deformation problem (balloon). Evaluation conclusions: device failure directly contributed to event. (B)(4).

Event description:
Evaluation summary: initial mandrel movement failed due to a blockage in the inner lumen. The distal tip was damaged. Negative prep was performed and a continuous stream of bubbles was seen to enter the syringe confirming the presence of a leak. On pressurization of the device a leak was detected on the working length of the balloon. Visual inspection confirmed the presence of a radial leak site on the in the outside and inside of the fold on the mid-point of the balloon. Sem analysis of the leak site indicated that the damage to the balloon material was consistent with damage caused by a blade or very fine edge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation results: (root cause undetermined). Conclusion results: conclusion not yet available (evaluation in progress). (B)(4).